Event description:
It was reported that the patient experienced left glandular erosion with an inflatable penile prosthesis (ipp). The physician believed the device contributed to the erosion because the patient claimed to keep the device fully inflated. A surgery was performed in which the system was explanted. There were no device malfunctions with the explanted device. The patient was expected to fully recover following the procedure.